Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including readings down to 40 mg/dl over approximately four hours, despite device low and urgent low alerts and a prior factory reset; the user chose to disconnect from the system until glucose returned to range and used oral glucose tablets to correct. Symptoms included dizziness. Outcomes included self-management without medical intervention or assistance and subsequent return to target range after correction. Investigation included complaint intake review and troubleshooting and education with the user. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.